Event description:
It was reported that, "the doctor reported that this pt fell approx 1 year ago. Because of her poor health, a revision surgery was delayed until now."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.